Event description:
On april 30, 2012, intuitive surgical received a copy of medwatch uf/importer report (B)(4) from the FDA, which contained the following information: event desc: using harmonic scalpel in robot case, the metal tip of the harmonic insert broke off into the patient. Surgeon tried to retrieve it, but due to uterus size was unable to do so immediately. Patient was opened to find it and finish case. X-ray and c-arm were used to assist with finding piece. Counts were correct and patient was stable upon leaving the or. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)

Manufacturer narrative:
The insert accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if the device is returned or if additional information is received.

Manufacturer narrative:
As part of a legal dispute intuitive surgical received information regarding the patient who underwent a da vinci si hysterectomy with bilateral salpingectomy converted to open total abdominal hysterectomy, bilateral salpingectomy procedure on (B)(6) 2012. The patient also underwent a cystoscopy. According to the operative report, the patient's pre-operative diagnosis was symptomatic uterine fibroids. The patient was brought to the operating room after appropriate counseling was given and consent was obtained. Based on the operative report, during dissection of the myoma, the harmonic scalpel blade became detached. Immediately after the blade became detached, there was an unsuccessful attempt of grasping the blade with laparoscopic forceps. The scalpel blade tip flipped out of the laparoscopic forceps onto the patient's bowel. Further attempts removing the blade tip with laparoscopic forceps were unsuccessful. During the effort to locate the instrument blade, the patient was noted to have a considerable amount of blood loss from the attempted myomectomy and the decision was made to convert the da vinci si surgical procedure to open surgical techniques. The robot was undocked from the patient. During the open surgical procedure, the cervix was amputated with the use of jorgenson scissors. After the cuff was closed, multiple unsuccessful attempts were made with the use of a c-arm and through manual exploration to locate the broken instrument blade. During this process, no injuries to the patient's bowel were observed. After spending an hour and a half searching for the broken instrument blade, the decision was made to abandon attempts to locate the missing fragment. A consulting physician determined that it was better to leave the tip in place rather than cause further injury to the patient. An unremarkable cystoscopy was performed prior to the conclusion of the surgical procedure. The patient was taken to the post-anesthesia care unit in stable condition. No additional medical records were provided post-operatively. According to the legal document, the patient experienced post-operative problems with digestive issues of certain foods, full sensation in lower bowels not 100%, strong intense pin cushion pain in pubic area below large scar. The legal document also indicated that on (B)(6) 2012, the patient went back to the hospital and was found to have a blockage in the small bowel. According to the legal document, diagnostics showed that the broken instrument blade was between her kidney and spleen. No surgery was performed at the time and the patient was sent home. According to the legal document, on (B)(6) 2012, a CT scan of the patient's abdomen revealed that the broken instrument blade was in the same place. She was referred to pain management to get nerve blocks for pain in her stomach. On an unspecified date in (B)(6) 2012, the patient reportedly underwent surgery to successfully remove the broken instrument blade. The legal document alleged that as of (B)(6) 2013, the patient was continuing to have problems with diet and stomach pain.

Manufacturer narrative:
As part of a legal dispute, intuitive surgical, inc. (Isi) received additional information regarding a patient who underwent a da vinci-assisted total hysterectomy with bilateral salpingectomy converted to open total abdominal hysterectomy, bilateral salpingectomy and cystoscopy for symptomatic uterine fibroids on (B)(6) 2012. Isi was provided with additional patient medical records. Per the operative report, the estimated blood loss of the surgical procedure was 700 cc. The patient received 2 units of packed red blood cells. On post-operative day (pod) 4, the patient had significant nausea and vomiting. On pod 5, the patient developed ileus. An ng tube was placed and antibiotics were administered. The patient was started on clear liquids. The patient was noted to have nausea with poor return of bowel function. A CT-scan showed a very distended bladder. A foley catheter was placed which drained 1 liter of urine over an hour. During the hospital course, the patient's condition improved and her diet was advanced. Her bowel function also returned. On pod 9, the foley catheter was removed and the patient was able to void. She was discharged on (B)(6) 2012. On (B)(6) 2012, the patient was admitted with abdominal pain and vomiting. A foley catheter was placed. Per the patient's medical records, the pain developed and worsened after she had eaten a large meal. A CT-scan showed findings consistent with ileus. During the hospital course, the patient's narcotics were minimized and IV fluids were administered. The patient's pain improved and her bowel function returned. The patient's diet was advanced until she was able to tolerate a low residual diet. The patient was discharged on (B)(6) 2012. On (B)(6) 2012, the patient underwent a diagnostic laparoscopy with removal of the foreign body (harmonic scalpel). She also underwent extensive 2-hour lysis of adhesions for worsening abdominal pain. The pain was noted to be likely secondary to adhesions. The scalpel blade was found in the left gutter behind the spleen with multiple adhesions involving segments of the small bowel stuck to the abdominal wall in the lower pelvis at the site of a previous incision. The discharge summary was not provided or available for review. On (B)(6) 2012, the patient began physical therapy (pt). The patient was noted to have tightness along the inferior incision and below the navel. The patient attended 20 pt visits. She progressed well and was able to tolerate lying on her stomach over a gym ball. The patient was discharged on (B)(6) 2013. On (B)(6) 2013, the patient underwent a colonoscopy which showed a normal rectum. The patient was found to have retroflexion with internal and small external hemorrhoids. A pelvic ultrasound performed on (B)(6) 2014 showed a left dermoid cyst. A second opinion was to be obtained for an operative laparoscopy. The patient declined to have a laparotomy. On (B)(6) 2014, the patient was noted to have stomach issues that were better on hyoscyamine. A pelvic ultrasound performed on (B)(6) 2014 showed a normal right ovary and left ovary with a solid hyperechoic area that was essentially stable. The date of the last medical record provided was (B)(6) 2014. Based on the additional information provided, this complaint will remain reportable due to the following conclusion: a fragment from an instrument fell into the patient while she was undergoing a da vinci surgical procedure. The patient underwent a surgical procedure approximately 8 months later to retrieve the fallen instrument fragment.